Event description:
It was reported that a patient underwent a total knee surgery on an unknown date and suture was used. The suture broke off of the needle, like a pop off. There was no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. The device was visually evaluated. Cracked barrels and fins were found in the returned samples. Both are known contributors to needle pull offs. The device was received in a condition which does not meet specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.